Event description:
An olympus field service engineer (fse) on behalf of the customer reported to olympus, the bronchovideoscope had leakage at the a-rubber and also the bending tube was deformed. The issue was found during a receipt inspection. Inspection and testing of the returned device found the connecting tube had coating peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the connecting tube having coating peeling was confirmed. The device evaluation found that due to a cut on bending section rubber, water tightness was lost, leakage from bending section rubber, air/water leakage from the insertion tube/bending section, the universal cord had discoloration, grip had a scratch, scope cover had a scratch, cylinder was dirty, bending section rubber had discoloration, due to wear of angle wire, bending angle in down direction did not meet the standard value, as well as the bending angle in up direction did not meet the standard value, distal end had a dent, scope connector had a scratch, scope cover had a scratch, suction cylinder had corrosion, scope connector had a stain, and the bending section rubber had a cut. The reported deformity and abnormal movement of the bending (tube) section was not found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the connecting tube¿s coating peeling occurred by applying stress to the insertion section such as the following. Physical stress such as rubbing or hitting insertion section. Chemical stress from reprocessing not recommended by IFU (reprocessing manual) stress of inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.) The event can be detected/prevented by following the instructions for use which state: ¿IFU (operation manual) warns against applying external stress to insertion section as follows: important information: please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU (reprocessing manual) warns against reprocessing not recommended by reprocessing manual as follows: 1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. IFU (reprocessing manual) warns against inferior storage environment of the device as follows: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.